Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the customer was nauseated and vomiting. The customer stated that the history and daily totals were incorrect. It was also indicated that customer received an error alarm and a back pressure sensitive alarm. The customer was educated on the two hbg rule and was instructed to revert back to manual injections per md protocol.